Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Primary operative notes indicate that the patient's greather trochanter completely fractured off upon implanting the stem. Revision operative notes indicate that the patient was revised due to a loose cup.